Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred tw0 and a half hours (2-1/2) into treatment. 14th use. Estimated blood loss 300 cc. Pt restarted on another dialyzer. No further medicl intervention required.